Event description:
This event was captured based on literature review. It was reported that a successful transradial (tr) coronary intervention of the right coronary artery (rca) and the left coronary artery (lca) was performed via two staged procedures. During the procedure to treat the lca, a xience v 3.5 x 18 mm stent and a non-abbott 3.5 x 18 mm stent were implanted in the left main (lm) / proximal left anterior descending artery (lad) bifurcation lesion. A xience v 3.0 x 23 mm and a xience v 2.5 x 28 mm stent were implanted in the left circumflex (lcx) lesion. The first procedure was smooth and without complications. The patient returned nine months later for the procedure to the right coronary artery (rca). At this point, the patient was still experiencing class ii angina. During the procedure to treat the rca, the lcx stents were noted to be patent. However, a focal peri-stent restenosis was present at the proximal lad. This was treated by implanting a xience v 3.0 x 23 mm stent. After successful treatment of the rca, the patient was discharged two days later after an uneventful hospitalization and remained asymptomatic for over two years. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated. Concomitant products: stent: medtronic resolute 3.5 x 18 mm, xience v 3.0 x 23 mm, 2.5 x 28 mm. The reported patient effects of angina and restenosis are known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article, transradial percutaneous coronary intervention for chronic total occlusion using sheathless technique and retrograde approach.